Event description:
The stent of a 3.5 x 23mm cypher could not move forward, so the physician pushed hard and body of stent broke. There was no reported patient injury.

Manufacturer narrative:
The product is expected to be returned for add'l testing. This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.